Manufacturer narrative:
The event occurred in (B)(6). Customer did not provide product information for the aviva nano system.

Event description:
Customer reportedly received result of hi (greater than 600 mg/dl) on the mobile system and result of 47 mg/dl on the aviva nano system within 10 minutes. Low blood glucose symptoms were reported with these results. Customer drank juice immediately; no medical treatment required. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.